Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the IV infusion sets broke could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 and lot number 23019088 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing pulled out of the connector, causing the bottom portion to separate from it completely during use. The following information was provided by the initial reporter: "we have now had two separate IV infusion sets break at the same spot, the safety clamp portion of the line. The line seems to pull out of the blue connector causing the bottom line portion to separate completely."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing pulled out of the connector, causing the bottom portion to separate from it completely during use. The following information was provided by the initial reporter: "we have now had two separate IV infusion sets break at the same spot, the safety clamp portion of the line. The line seems to pull out of the blue connector causing the bottom line portion to separate completely".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.